Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0a4g4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the nexdrive gears were slipping or stripped. A different nexdrive was used and the issue was resolved. There was no patient death and the patient had recovered without permanent impairment.